Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 68 mg/dl. The customer stated that the device is going up to 300 then to 100 and just keeps cycling arounds. Customer stated that she can't press the esc. The customer stated that the keypads are causing the pump to scroll. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was programmed with test glucose meter; it communicated properly and recorded the 154 mg/dl value properly from glucose meter. The insulin pump had minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.